Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 530 mg/dl. A correction injection via manual injection was administered to address bg level. Cts provided pump reset information and assisted caller with resetting the pump however the malfunction alarm recurred. The customer reverted to manual injections for insulin therapy.